Event description:
The customer called regards to a blank display and stated that the audible tones were not working. A self test was performed and there were no tones during the tone test. At that time, the customer was advised that the pump should be replaced.